Manufacturer narrative:
Upon return of the ins analysis found no significant anomalies. The ins battery had reduced capacity due to overdischarge. Upon return of the extension serial number (B)(4) analysis found no significant anomaly. The extension body was cut through, product segmented. Upon return of the extension serial number (B)(4) analysis found that the extension proximal end insulation had environmentally assisted degradation.

Event description:
It was reported that when an implantable neurostimulator (ins) was replaced for normal battery replacement, the implanting physician was unable to remove the 0-7 extension. They loosened the setscrew but the resistance was still present. The healthcare provider (hcp) then tried to remove the 8-15 and had some difficulty, but was able to remove it and noted some corrosion on the 0 electrode end, the connector block opening. The hcp did not want to replace the extensions, so he tried to remove the 0-7 extension again, felt resistance, and then tried to remove it using a scalpel. At this time the physician cut himself. He cleaned up and came back and decided to replace both extensions. The patient was doing well and recovered without sequela. It was noted that, pertaining to the anesthesia, the initial procedure was not setup for doing the extension replacement. Extensions were replaced with new ones and connected to the new ins. The ins and both extensions were returned to the manufacturer for analysis. It was noted that the device was returned with the header block broken.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note conclusion code no longer applies to this report.